Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. A review of the ventilator logs confirmed the reported (buv) h3: the device has been received and is under evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator entered into back up ventilation. There was no injury to the patient.

Manufacturer narrative:
Correction to section d1, d3 and h8 section d9 was updated due to part return section h3 updated due to device evaluation. Section h6 evaluation codes were updated due to evaluation of returned part method code (annex b): removed b21 and added b01 result code (annex c): removed c21 and added c02, c13 conclusion code (annex d): removed d16 and added d0302 component code (annex g:) removed g07003 and added g0201205 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator entered into back up ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the unit and confirmed the reported event through logs. Sp found the unit opens the inspiratory pressure sensor to the atmosphere to recalibrate its zero point. However, due to the faulty pressure sensor, the unit was unable to recalibrate the zero point. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for analysis: visual inspection of the returned ifm pcba found no anomalies. The ifm pcba was attached to the failure investigation test ventilator for analysis. During extended self test (est) unit failed the circuit pressure test with the inspiratory auto zero solenoid not operational message. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter buv. The cause of the event was isolated to a faulty autozero solenoid (so1) on the ifm pcba. There is an existing internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.